Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back syndrome - other and non-malignant pain. It was reported that there were high impedances during a battery replacement. It was unknown what factors may have led to the issue. The rep programmed the stimulation without using any of the affected contacts (0,4,7,10) and the patient was getting stimulation in the areas needed without using the affected contacts. The patient denied all other complaints at this time. It was noted that the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.